Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report this information. Relevant tests/laboratory data, corrected data: the initial report inadvertently did not report this information.

Event description:
The patient's banzel medication dosage was increased on (B)(6) 2014.

Event description:
On (B)(6) 2014 the explanted generator was returned for product analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.730 volts, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that patient was having an increase in seizures. The patient was having an increase in cluster seizures. There were no diagnostic test run at that time but the generator was reported to have been low. Previous diagnostics had been within normal limits. The generator¿s low battery was believed to be the cause of the increase in seizures. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the seizures. The patient had a generator replacement and at the time of replacement the generator was at ifi = yes. Attempts for product return have been unsuccessful.

Manufacturer narrative:
.